Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance warning occurred during a implantable pulse generator (ipg) system upgrade procedure.

Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2019, fr995-27 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance warning. The rv lead remains in use. No patient complications have been reported as a result of this event.